Manufacturer narrative:
Additional narrative: exact date of postoperative breakage is unknown, but the discovery was made on (B)(4) 2015. Additional product codes for this report include hwc. Original implant procedure occurred on an unknown date in (B)(6) 2014. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4)- manufacturing date: may 22, 2014 - expiry date: may 1, 2024. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that the: x-ray review by medical professional and nail breakage confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision procedure took place on (B)(6) 2015 to remove a broken proximal femoral nail antirotation (pfna) nail. The device, which was originally implanted in (B)(6) 2014, was discovered to be broken at the proximal part on (or around) (B)(6) 2015. The patient¿s femur broke in the same position as it had originally. The patient was revised with a locking compression distal femur plate during the procedure. No additional information is available at this time. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: the returned pfna spiral blade was visually reviewed and determined to be intact. No product failure was detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on june 8, 2015. It was reported that the first nail was originally implanted on an unknown date in (B)(6) 2014. This nail broke on an unknown date and was revised with a second nail on an unknown date on (B)(6) 2014. This event was addressed under a separate complaint, (B)(4). On (B)(6) 2015 the second nail was discovered to have broken at the proximal end and that the patient's femur had also fractured at the same location. The patient underwent revision surgery on (B)(6) 2015 during which time the broken nail and associated hardware were explanted and a locking compression distal femur plate was implanted.